Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 1989. Subsequently, review of radiographs revealed poly wear, proximal femoral and acetabular bone loss. There has been no reported revision procedure to date.